Manufacturer narrative:
Details on make/brand/model of the devices used during the retrieval activities are not given. Name of the surgeon/hospital is also not given. We do not have additional information at this time. Argon¿s attorneys are attempting to gather information.

Event description:
Patient received an option elite retrievable ivc filter on or about (B)(6) 2014. Subsequently doctors attempted to remove the device on (B)(6) 2014 and (B)(6) 2015 but were not successful. During the initial attempt doctors noted the ivc filter was embedded into the wall. The complaint alleges ¿serious injuries¿ but no detail are given as to the specifics of the injury.